Manufacturer narrative:
Additional information: medical device lot #: 8086661, medical device expiration date: 3/31/2023, device manufacture date: 3/27/2018. Investigation summary: two open 31g x 5mm pen needle samples were returned from lot. No. 8086661, cat. No. 325103. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd insulin pen needles 32gx4mm are clogged.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin pen needles 32gx4mm are clogged.